Event description:
It was reported that a patient underwent a gynecological procedure on (B) (6) 2009. During set up for the case, it was difficult to insert the disposable hand piece into the motor drive unit. After a few attempts, the connection was made and the case was successfully completed with no adverse patient consequences.

Manufacturer narrative:
(B) (4) - damage to drive connector or coupling. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.